Event description:
Paramedics attended to a person diagnosed in cardiac arrest. When the device operator attempted to administer add'l shocks to the pt, the device allegedly failed to charge and reportedly displayed the message "connect biphasic cable". The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's viability.